Manufacturer narrative:
Updated h3. Corrected g3. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 09/24/2024. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. However, the type of material and the root cause could not be determined. It is unclear if reprocessing was completed per instructions for use (IFU).there was no deformation in the area where the foreign object remained. The likely cause could be that the high-energy treatment tool (laser, high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The event can be detected and prevented in accordance with the following instructions for use (IFU). Instruction manual cf-h190i operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope. Instruction manual cf-h190i operation manual chapter 4 operation: 4.3 using endo therapy accessories. The detection method is described in chapter 3, preparation and inspection, of the gif/cf/pcf-190 series operation manual. Preventive measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a burn on the probe cover, dirt on the objective lens, foreign objects on the probe cover, and foreign objects on the adhesive of the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.